Manufacturer narrative:
Date received by MFR: mar/14/2016 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported,¿qa received the defective report from geo authority. Complainant claimed that no function of probe.¿

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.